Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered during the compounding process. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the batch review found a related nonconformance during the manufacture of the product; however, all released product had met release criteria. Visual and functional testing confirmed the reported condition; however, the root cause remains unknown. Should additional relevant information become available, a follow-up report will be submitted.